Event description:
On the 9th november 2023 a chat was initiated through the elvie website by a customer where an inquiry type was selected from a drop down list to suggest the pump has cut the customer. The customer left the chat and became unresponsive. The email address provided appears to be invalid and the customer did not leave their full name, just initials. The customer can therefore not be contacted for further information. Whilst there is not enough information to determine whether this may have caused a serious injury, this has been reported as precautionary measure.

Manufacturer narrative:
Due to the lack of information it can not be determined that the pump has cut the customer. There is not any possible way that the customer can be contacted due to the information omitted from the chat.